Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: this case concerns a male patient who experienced red hot knee after receiving treatment with hylan g-f 20 for unknown indication. Although the role of the device cannot be ruled out based on the device event temporal relationship; however, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the patient precludes a comprehensive assessment in this case.

Event description:
This unsolicited device case from united states received on (b)(6 -2014 from a physician. This case concerns male patient of unspecified age (in (B)(6)'s) who developed red, hot and swollen knee after receiving treatment with synvisc one injection. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unknown date (4-5 years ago), the patient received treatment with synvisc one injection once (route, dose, batch/lot number and expiration date: unknown) in unspecified knee for an unknown indication. On an unknown date, the patient developed red, hot and swollen knee. It was reported that the infection was ruled out and the patient's knee was washed out with an arthroscopic procedure. Outcome: all the events resolved within two weeks. Seriousness criteria: all the events were assessed serious as they required intervention. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.